Event description:
It was reported that there was fluid strike through noticed on the forearm after removing the gown at the end of the procedure. It was also stated tat cuffs on the surgical gloves did not roll up and the sleeve cuff was intact. Add'l clinical follow up determined that the scrub tech involved in this report did not require any medical attention and there was no exposure to open skin or mucous membranes. Add'l follow up determined that the lot number of the device was unable to be confirmed because the product packaging was already discarded when the event occurred; however the device may have been from either lot #d140493 or lot #d140503. The device was discarded by the hosp following the surgical procedure. No add'l clinical info was received at the time of this report.

Manufacturer narrative:
The device was discarded by the hosp and will not be returned to the MFR for eval. A follow up medwatch will be submitted once the investigation is complete.